Manufacturer narrative:
One cadd solis vip pump was received for the evaluation of a reported error code. The pump was received with missing tamper seal. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. To further investigate, a functional test was performed as well as a run motor test which failed. The most likely cause was determined to be a stuck motor which made the motor inoperable. The motor was replaced to correct the reported problem.

Event description:
Additional information was received indicating that the issue was discovered during testing and there was no patient involvement.

Event description:
It was reported that the device gave an error alarm with "error code 41622" message. No adverse effects to patient reported.